Event description:
Reportedly, the subject ICD was implanted on (B)(6) 2019 and connected to a ventricular lead that had been previously implanted on (B)(6) 2014. On (B)(6) 2021, the patient went to the hospital as an inappropriate shock was delivered while the patient was having a shower, suspected to be due to electromagnetic inteferences (emi). The patient reported to have fixed the bathroom installing an electric water heater. Other similar oversensing episodes were recorded, without inappropriate therapy delivery. The patient did not report to have been in contact with other new devices or appliances that could have been a source of emi. On (B)(6) 2021, the subject ICD was interrogated and normal electrical performances were observed (ventricular capture threshold, impedance and detection curves). The physician decided to increase the ventricular sensitivity threshold up to a value of 0.6mv.